Event description:
It was reported that patient underwent a right initial total hip procedure on (B)(6) 2010 and an initial left hip procedure on (B)(6) 2011. Subsequently, patient was revised due to unknown reasons on the left side on (B)(6) 2014. It was further reported that patient is expected to be revised on the left side with a triflange on an unknown date for unknown reasons.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right initial total hip procedure on (B)(6) 2010 and an initial left hip procedure on (B)(6) 2011. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2014 due to pelvis failure attributed to patient bone loss. The head, cup, and taper adapter were removed and replaced with a head, taper adapter, and competitor cup. The patient underwent an additional left hip revision procedure on (B)(6) 2015 due to pelvis failure attributed to patient bone loss. All components were removed and replaced except the stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 00505 / 00506).